Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead exhibited high impedance, it was capped and replaced.

Event description:
It was reported that the lead exhibited a low bipolar impedance of 248 ohms. On the lead impedance trend it had dipped below 200 ohms in 2008. The patient would be monitored.